Event description:
During index procedure physician used one pacific xtreme pta balloon catheter for the treatment of the sfa. Dissection (grade d) occurred on the same day as procedure which was treated with stenting (complete se). Investigator reported that the event was not related to the study device and possibly related to study procedure. Patient is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of the procedure (dissection).

Event description:
The previously reported dissection was also treated with intra arterial spasmology.

Event description:
The left sfa was treated during the index procedure.